Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer did not open. The field service engineer powered off the unit and replaced both slides. Several cubies were found not seated correctly, the fse reseated all cubies in drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had controlled substances counted during a generator test, which resulted in nurses being logged out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.